Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a low of 53 mg/dl. Device logs showed most meals were either announced at reduced amounts or not announced at all, which may have contributed to maladaptation. The event was corrected with glucose tablets and blood glucose returned to normal. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.